Event description:
It was reported via repair work order that scale was inaccurate due to malfunctioned load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer did own evaluation and repair. Customer did own evaluation.